Event description:
It was reported that this pacemaker system triggered a lead safety switch (lsss) due to a high impedance out of range on this right atrial (ra) lead. At this time, the pacemaker and this ra lead remain in service, and there were no adverse patient effects reported.